Manufacturer narrative:
Concomitant product(s): product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID:37092, lot# 263630002, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported there was intermittent stimulation that escalated to a loss of stimulation altogether. When the patient felt the stimulation turn on/off, they were gardening. Initially it was stated that it was likely not a positional issue as the patient always turned her stimulator off when swimming. She then was gardening and had not turn the stimulation on yet. Later it was clarified, when the gardening issue occurred, the stimulaor may have actually been on. Rather, it was the patient programmer that was off. So there were positional changes. The patient had not had any recent medical tests or electromagnetic environmental exposure. The stimulation was coming on by itself. Since the patient programmer was off and had no bluetooth capability, the patient programmer was not causing the issue. No end of service or elective replacement indicator screens were seen the last time the patient programmer was used. Up until the day prior to the report, the patient could feel stimulation. There were no falls or traumas reported that could have been related to the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included failed back surgery syndrome.